Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: one pedicle screw (st263t) and five set screws (sw790t) were evaluated using a microscope and a digital camera.there are clearly visible mechanical changes and these characteristics are caused by handling and usage. A material defect or a manufacturing error can be excluded. The surgical technology brochure warns that it is absolutely necessary to use a counter torque handle during final fixation of the set screw. The wear marks on the bottom of the sw790t hints for pushing down the rod with the set screw instead of with the rod pusher. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot number. The root cause for the problem is most probable usage related. There is no CAPA required.

Event description:
It was reported by the healthcare professional to the company sales representative, "when doing final fixation, the screw was not fixed. As the customer thought a set screw had failure, changed the set screw to a new one. However, the fixation was not completed. The customer changed the complaint screw to a new one and fixation was done properly. During the procedure, a counter handle was not used due to insufficient incision for the handle. The customer fixed a rod with a rod holder instrument and used only a torque wrench for screw fixation. The failed screw was replaced and the surgical procedure was continued with no problem. There was no reported delay in surgery. There was no patient harm. No additional medical intervention was necessary.